Manufacturer narrative:
It was initially reported the careassist bed had no functions and the patient had skin breakdown as a result of the alleged malfunction. The careassist bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. Additional information was obtained from the patient¿s mother/caregiver regarding the reported event. The patient¿s mother stated the bed has been non-functional for approximately eight weeks. The bed malfunction was further described as the head and foot of the bed do not move and the high/low is not functioning. No alarm was received. The patient is a non-verbal (B)(6) year-old male with a medical history of cerebral palsy, scoliosis, kidney stones and ureteral stent. Per the patient's mother, the patient has no history of pressure injuries. On (B)(6) 2021, the patient was hospitalized due to pressure injuries allegedly caused by the bed. The patient has pressure injuries to the sacrum, hip and both heels. While hospitalized, the pressure injuries were treated with silvadene cream and dressings. The patient was discharged home on (B)(6) 2021, and pressure injuries were ongoing. The patient's mother stated she has been using a waffle air mattress since her son was discharged and she is turning him every 30 minutes using wedges to reposition him. The wound care nurse visited the patient at home on (B)(6) 2021. Per wound care assessment, the pressure injuries are considered stage IV. The patient's mother stated the wound care nurse is packing and dressing the pressure injuries. A hillrom technician arrived at the house on 03sep2021 to inspect the bed and found the bed was not functioning, the pcb motor control was not functioning correctly. It was also noted the bed sustained water damage in 2016. Development of pressure injuries is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage IV pressure injury often requires medical or surgical intervention to preclude permanent impairment; therefore, this event is considered a reportable serious injury. Hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pcb assembly and motor to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed function was not working, the careassist bed had no functions and the patient had skin breakdown as a result of the alleged malfunction. The bed malfunction was further described as the head and foot of the bed do not move and the high/low is not functioning. No alarm was received. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).